Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump while monitoring for any recurring malfunction codes.